Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. This pacemaker was then used as an external temporary device and was subsequently taken out of service. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
(B)(4).